Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via merlin.net transmission showing post-paced t-wave over-sensing resulting in non-sustained right ventricular over-sensing. There was no inappropriate therapy delivered due to the oversensing. Programming changes were suggested.